Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, the patient was revised due to deficient mcl (medial collateral ligament) .

Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Concomitant medical products: medical product: oxf uni cmntls tib sz c lm, catalog #:166574, lot #: 6187674. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00467. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, the patient was revised due to deficient mcl (medial collateral ligament) .

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, the patient was revised due to deficient mcl (medial collateral ligament) .

Manufacturer narrative:
(B)(4). In both available anteroposterior radiographs, the medial edge of the femoral component is lifting off the meniscal bearing. This observation confirms the reported mcl deficiency. In the mediolateral radiograph, the posterior edge of the femoral component appears to overhang the posterior edge of the femoral condyle, however, this is difficult to confirm due to the projection of the radiograph. The guidelines in the oxford surgical technique state that the posterior edge of the femoral component should be flush with, or have < 4mm overhang from, the posterior edge of the femoral condyle. In addition to this, the anterior edge of the tibial tray appears to slightly overhang the anterior edge of the tibial plateau. The guidelines in the oxford surgical technique state that the anterior edge of the tibial component should be flush with, or be less than 5 mm short of, the anterior edge of the tibial plateau. It cannot be determined from the available information at which point the patient¿s mcl became deficient. Further information, such as surgical notes and follow-up information, may help to indicate whether this occurred during the primary procedure or within the two months following the surgery. It is not known whether the patient has experienced any trauma which may have contributed to the mcl deficiency in this instance. Further radiographic, surgical and patient information, as well as provision of the revised components, is required in order to determine the root cause of revision. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.